Event description:
Additional information received from reporter on 18-jan-2024, for mw5149437. Another case that popped up for the tablo cart from outset medical. The power supply on the cart is not rated enough to handle the additional wattage from the tablo itself during a heat and full chemical disinfect. Thus overheating the tablo cart power supply and melting the power cords. Outsets r&d (outset medical's research and development) thinks internally that a solution to this problem is supplying a heavier duty power cord for the tablo cart power supply. This may keep the power cord from melting but it does not fix the fact that the power supply will still overheat causing smoke and possibly fire. Please see attached images of cord and tablo cart power supply from: (B)(6). Issue found: the nurse reported a burning smell during pre-treatment and cancelled the treatment to utilize a different machine. A visual inspection revealed significant melting of the power cord connector (female end) onto the prefiltration drawer power entry module (male end) hot prong. Fuses did not fail. Case number is (B)(4). The machine passes an electrical safety test with a pe of 0.094 ohms, insulation resistance of overload, and a patient leakage current of 3.3 microamps with the neutral switch closed and 5.8 microamps with the neutral switch open. This leads me to believe that the problem is isolated to the tablo cart and not the machine. This site is asking for clearance to use the machine for disinfection purposes until I can affect repairs on the prefiltration drawer power entry module. My intentions are to bypass all tablo cart connections and connect the tablo directly to the source power and water.

Event description:
I am concerned with the safety of the home patients and clinics who may have now or in the future a tablo cart from outset medical. I know the tablo is currently under review for clearance, and I thought I should bring this to light as you will see it is a huge fire hazard. Please see attached photos. The tablo cart was originally launched without FDA approval and is now under review for clearance. I hope this helps your investigation and prevents future harm or damage. (B)(6).

Event description:
Additional information received from reporter on 22-dec-2023, for mw5149437. This issue has occurred at multiple hospitals on over 30 tablo carts so far. The tablo plugs into the cart for source power and cart into the outlet for main power. Due to the chemical and heat disinfects drawing substantial power, it¿s causing the power supply on the tablo cart to overheat, melting the power cords and power supply components. Power cable caught on fire. Issue: during setup user found power cable catching on fire and the plug in on fire is also fire damaged. User is sending pictures. User could smell the electrical burning smell and unplugged the cable. Incoming power cable to tablo cart shorted out at receptacle damaging power cord and receptacle. Replaced damaged power cord and tablo cart power entry module. Tested ground system of tablo cart and completed electrical safety test on tablo. All readings within normal parameters. Cause of damage suspected to be incoming surge from power outlet. Rinsed and started heat cycle. Returned to service.